Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose reading of 400 mg/dl. Troubleshooting was not performed. The insulin pump was off while heading to a bathroom from their bed. Customer used several batteries but the issue was not resolved. The customer was uncomfortable to use the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
High stop current due to faulty d2/ib, however pump passed the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window, minor scratched and cracked display window.